Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated they are experiencing a lot of pain where the implant is located and where the joint meets the hip and their leg. Pt states they finally called the doctor's office and they told them to turn stim off which was about a month ago. When pt turned stim off, the pain got better but the frequency started again, at least twice a month. Pt states there were no falls or trauma that led up to this event and states this started about april. At this point, pt states they have not tried changing programs. Patient services walked pt through how to switch programs. Pt switched from program 2 at 1.1v to program 3 at 0.7v. Pt initially stated they felt stim in the bike seat area but then stated they were starting to feel it down their leg again. Patient services reviewed pt will want to feel stim in bike seat area and it should be comfortable. Patient services recommended speaking to doctor about program change and pain they are experiencing. Pt states they are meeting with doctor a week from monday.